Event description:
Related manufacturer reference number: 2017865-2021-37512. It was reported that patient presented to an in-clinic follow-up with dizziness and discomfort. Further investigation found that the right ventricular (rv) lead was exhibiting noise over-sensing causing pacing inhibition along with extra cardiac stimulation and high capture thresholds. Physician planned to address the lead during a normal pacemaker upgrade procedure. The rv lead was successfully capped and replaced. However, the newly implanted left ventricular (lv) lead that was implanted during the same procedure began exhibiting high capture thresholds after the sheath was split. The lv lead was replaced prior to closing the pocket. Patient had no consequences after the procedure.